Event description:
Information indicated that the head section would slowly drift down. No patient impact.

Manufacturer narrative:
Technician found that the head section slowly drifts down - not visible. Told maintenance to check the head down and CPR valves. No report of injury or incident. Repair not yet complete.